Event description:
Event description guidant received information that this chronic transvenous defibrillation lead was to be explanted due to high pacing thresholds. Pulling the lead manually was attempted. The tip was able to be freed, but the lead was not able to be advanced all the way out and got stuck in the superior vena cava. Tachy therapy was turned off and the left ventricle was pacing. Additional information was provided that this lead was exhibiting possible microdislodgement. It was also noted that the lead was oversensing, but there was no pacing inhibition or loss of capture. Another transvenous defibrillation lead was successfully implanted. Additional information was later received that the cardiac resynchronization therapy defibrillator (crt-d) and associated lead were all explanted due to non-functional crt-d system.